Manufacturer narrative:
Additional narrative: x-ray review confirmed the reported cut out of the blade. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: pfna nail (part# 472.101s, lot# unknown, quantity 1). Bolt (part# 459.360vs, lot# unknown, quantity 1).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code: revision surgery is planned. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reported devices were used in the surgery for the femoral trochanter fracture on (B)(6) 2017. The patient was followed up for two months after the surgery. Thereafter, for some reasons, the patient could not be followed. When the patient was seen in the orthopedic outpatient service for a different reason on (B)(6), it was found that there had been a femoral head perforation. The removal surgery is planned. This is report 1 of 1 for (B)(4).